Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the healthcare provider (hcp) assumed the patient was not getting any relief and still had pain from the device; they clarified they were just assuming. They looked at the record and stated that it showed "malfunction of the spinal cord stimulator". No further complications reported about this event.